Event description:
Loose implant. (B)(6) 2021 place 4 zest lodi implants to support full upper denture.loss of integration.

Event description:
Loose implant. 03/10/21 place 4 zest lodi implants to support full upper denture. Loss of integration.